Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported at this time. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported at this time. The ventilator was returned to a third-party service center for evaluation and the customer¿s complaint was not confirmed on the device. The third-party service technician evaluated and observed non-reportable errors were found in the device log but not related to the reported issue. There was no part replaced, and no repairs made to the device. Additional findings not related to the malfunction/issue was damaged to the rear enclosure cover. The third-party service technician replaced the device's rear enclosure cover to address this issue. The third-party service technician found contamination in the following parts: cooling fan assembly, particulate filter, fan retainer, and muffler assembly. The cooling fan, particulate filter, fan retainer, and muffler assembly were replaced on the device. The third-party service technician found contamination for saline solution in the following parts: blower chassis tubing, fio2 tubing, and low flow o2 tubing. The third-party service technician replaced the blower chassis tubing, fio2 tubing, and low flow tubing to address this issue. The third-party service technician proactively replaced the following part on the device: air inlet foam filter. After replacing all of the parts on the device, the third-party service technician performed the functional test on the device. The device had passed the functional test.